Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as: 2134265-2016-01477 it was reported that shaft fracture occurred. Two fetch2 catheters were selected for use in a thrombectomy procedure; however both devices broke off at the bottom inside the patient. A retrieval snare was used to remove the catheters from the patient. No further patient complications were reported and the patient status is stable.